Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced hypotony after having a glaucoma stent inserted into the eye. The surgeon states that the patient is doing well after the postoperative visit. The intraocular pressure (iop) has gone up and the vision is doing well. Additional information has been requested.